Manufacturer narrative:
Pump was received with b, esc, down and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, battery tube threads, reservoir tube, belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported that button was pressed for 3 minutes or greater. Customer's blood glucose was 56 mg/dl. Insulin pump would be replaced.